Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after the lead was fixed in the atrium, fluoroscopy revealed that the lead was bent. The lead was extracted and replaced.